Event description:
It was reported that the battery in the external pulse generator was getting hot while in the generator. The generator was sent back for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover and both bail covers were missing, the battery contacts were compressed, the ring and both bails were missing, the keyboard was out of specification - the off button was collapsed, the keyboard was scratched, the main pcb was contaminated, the battery drawer o-ring was missing, and the serial number label was damaged. Further analysis was performed on the main pcb. This analysis found that a defective transistor component caused the battery overcurrent, preventing proper power-up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.